Manufacturer narrative:
A ge representative evaluated the system and removed the broken key. The system operates as intended.

Event description:
The customer reported the key used to turn the device on had broken within the assembly. The key had broken in the "off" position. This malfunction prohibited boot up of the system. There are no reports of patient injury or death associated with this events.